Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from the date of manufacture 02/27/2013 to the present date 11/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a failed preventive maintenance. There was no patient involvement.